Event description:
The lead is showing both bipolar and unipolar impedance above 2600 ohms. There is no atrial capture and sensing seems to be intermittently sensing r waves. The lead will be capped at a future date and remains implanted at this time.

Manufacturer narrative:
On 6/30/2014 we were notified by the patient's family that this lead was capped. A date was unknown.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.